Event description:
Patient had developed worsening abd distention, lee and shortness of breath in the first two weeks of january. There was concern for pump thrombosis as her ldh was also rising. Patient taken to operating room for vad exchange. Thrombus in pump housing and motor.